Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals that the device is heavily worn and slightly corroded. The laser marking on the device is slightly faded but still legible. In addition, the distal end is significantly bent and the jaw is broken and missing, resulting in a crack in the shaft (the first 2 inches from the tip). To inspect the spring for failures, the trigger was actuated and the actuator was observed to move as intended without failure. This failure can be confirmed. This type of failure is typically observed when excess force is exerted at an off angle while using the device. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than the possibility of multiple sterilization issue, we cannot discern a root cause for this failure at this time. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported a portion of the distal tip of his suture grasper broke off into the patient during a shoulder procedure. The surgeon was able to remove the broken pieces and used another device to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.

Event description:
The sales rep reported a portion of the distal tip of his suture grasper broke off into the patient during a shoulder procedure. The surgeon was able to remove the broken pieces and used another device to complete the procedure with no patient consequences or delays. The device is coming back for evaluation. No further details were available.